Event description:
A customer reported a high blood glucose (bg) event. The highest bg level recorded was 502 mg/dl. There was no need for third-party assistance beyond normal support, and no incapacitation occurred. To address the high bg level, the customer administered a correction injection via multiple daily injections (mdi). There was no indication of frequent or recurring high bg episodes, and the case was subsequently resolved.